Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device confirmed the two tabs were worn and would not retain the device. The investigation did not establish that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon was removing the punch after trialing and the handle came off the keel multiple times. The surgeon eventually got the punch out but it appears that the punch is worn out and not attaching to the keel handle. No pieces broke off.